Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -11.0 diopter tore/broke before/during loading. The lens was not implanted but it did contact the patient's left eye (os). This occurred on (B)(6) 2019.

Manufacturer narrative:
B5 - additional information: a replacement lens of the same parameters was implanted on an unspecified date which resolved the problem. H3 - device evaluation: lens was returned dry in a microcentrifuge vial with residue on the product. Visual inspection found the optic and the haptic torn with residue on the lens. (B)(4).